Event description:
It was reported that patient received a shock and the lead appeared to be pulled back/dislodged. The lead was repositioned and remained in use until it was prophylactically replaced years later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the overlay tubing had cosmetic environmental stress cracking. Only visual analysis was performed. Concomitant products: (B)(4) implantable cardioverter defibrillator 2006 (B)(6). (B)(4).